Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not complete start up. It was noted that the imaging system would display varying messages at each subsequent start up. Including a blue screen, password prompt or no booting in general. The power was cycled on the imaging system to restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.